Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the pocket site was cleaned and reposition. The patient was doing well postoperatively.